Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient had 3 leads (from the same lot) implanted as part of her axium neurostimulator system. During the implant procedure, it was reported the patient experienced a cerebrospinal fluid (csf) leak. Postoperatively, the patient experienced a headache. The patient was instructed to lay flat and the headache resolved.